Event description:
The customer reported that alarm led board does not work anymore. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the power switch overlay to resolve the reported issue.